Manufacturer narrative:
A customer contacted the customer care center (ccc). The customer explained that the sample was plasma and slightly hemolyzed. The ccc reviewed the quality control (qc) of that morning and the results were with range. The ccc reviewed system data, which showed the probe was cleaned before the sodium result. The ccc requested the customer to run 5 point precision on the sample. The customer performed this action from a different tube from the same patient and passed. Headquarters support center (hsc) reviewed the instrument data. Hsc found the result showed an indicator of a non-homogeneous fluid path containing cellular material and/or bubbles. Hsc reviewed previous samples and found another patient sodium sample that was high (sample ID: (B)(6)). Hsc observed a low fluid delta for the sample run immediately prior this sample with sample ID (B)(6) and is an indicator of poor sample quality. Qc was in range. Based on the information available, hsc concluded poor sample quality of sample ID (B)(6) created an acute obstruction affecting proper sample flow of the imt (integrated multisensor technology) system impacting the sample positioning and measurement of the subsequent sample ID (B)(6). The cause of the discordant, sodium results is due to poor sample quality. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, sodium (na) results were obtained on two patient samples on a dimension vista 1500 instrument. The initial result of sample ID: (B)(6) was reported out to the physician(s), who questioned it. A second sample was found to be discordant during evaluation by the headquarters support center (hsc). The customer repeated both samples on the same dimension vista 1500 instrument. A corrected report was issued for sample (B)(6). There are no known reports of patient intervention or adverse health consequences due to the discordant, sodium results.